Event description:
The hcp reported the pt was implanted with a new pump and catheter. Approximately one month later, the pt presented complaining of lack of pain control and signs of infection including, redness, swelling, and drainage. Upon examination, the pt was found to have an abscess on his back. The pt noted the onset of infection symptoms in 2006. The pt is not reported to have meningitis. The primary location of the infection was the device pocket and catheter or lead track. A culture was obtained of the device pocket and lumbar region and produced pseudomonas growth. The pt was treated with both IV and oral antibiotics and a total device system explant. The drug used in the pt's pump was morphine (unk concentration/dose). The hcp reported the pt was non-compliant with his wound care. During the explant surgery, the hcp removed the pump and catheter under fluoroscopy and verified that the system was removed via MRI scan. The following month, the pt was seen at another facility and it was determined that the catheter anchor was left in the pt; the catheter anchor was subsequently removed. The hcp indicated that the infection had subsequently, resolved and the pt recovered without sequela. The manufacturer's device system registry indicated the pt had another pump and catheter implanted in 2007 see manufacturer's report #: 6000030200702131.